Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, menometrorrhagia, dysmenorrheal, cystocele and pelvic relaxation. Concurrent procedures: anterior colporrhaphy, mesh procedure, cystourethroscopy, hysteroscopy, d&c, thermal balloon ablation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. It was reported that the patient underwent mesh removal, tah/bso and cystoscopy on 5/28/08 due to eroded mesh, symptomatic uterine fibroids, left sided pain, pelvic pain and a left ovarian cyst. It was reported that the patient underwent cystoscopy and injections of durasphere on (B)(6) 2009 for intrinsic sphincteric deficiency and sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.